Event description:
Situation: iabp only alarming low battery alarm, when plugging into red outlet-noted that there was discoloration in the helium line. Cicu fellow, house staff and cicu app made aware. Cicu attending and interventional fellow also called. Background: patient status post r hip repair transferred from [redacted name] to [redacted name] on [redacted date] for increased trops. Went for l/rhc requiring placement of iabp and sgc (swan ganz catheter) found to have 3v cad-for high risk pci w/tavr vs CABG w/savr. Assessment: iabp was removed successfully and examined by dr [redacted name] and interventional fellow. Iabp console and catheter set aside for further investigation. Debris noted. Patient monitored and requires no further intervention at this time. Of note the console did not give a stat alarm. Maquet iabp s/n (B)(6). Recommendation: iabp given to getinge for investigation. S/n (B)(6) machine inspected by clinical engineering and was placed back into service, no issues noted.